Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having trouble with air bubbles in the tubing and experiencing high blood glucose readings. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Time and date were noted to be incorrect. Customer's blood glucose reading at the time of the call was 275 mg/dl. No further info reported.